Event description:
The cannulated cruciform screwdriver was sterilized from 6 to 10 minutes at 134° and the drying time ranged between 15 and 25 minutes depending on the autoclave. The machine used was a steam engine. The instrument was evaluated for the presence of dirt inside the box. While evaluating, there was a small amount of dirt that seemed to come from the cable and not its ends.

Event description:
This is report one of one for complaint (B)(4).

Manufacturer narrative:
Additional narrative:device used for treatment and not diagnosis.(B)(4): placeholder.

Manufacturer narrative:
A review of the DHR shows there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The measurable dimensions of the complained screw could not be checked for its specification as this particular lot number was not produced resp. Appear in our sap system. For the material we have also the same applies for the examination of the raw-material testing certificate and the manufacturing paper. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.